Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 869761) inserted for female sterilization. The patient's medical history included post procedural pain, pelvic pain female and pelvic congestion. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy and removal of bilateral essure devices.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: 3 trailing coils at both side. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2019: bilateral fallopian tubes, excision: two segments of fallopian tubes with no significant histopathologic abnormality, complete cross-sections present. Essure coils present. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 869761) inserted for female sterilization. The patient's medical history included post procedural pain, pelvic pain female and pelvic congestion. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy and removal of bilateral essure devices.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: 3 trailing coils at both side. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: bilateral fallopian tubes, excision: two segments of fallopian tubes with no significant histopathologic abnormality, complete cross-sections present. Essure coils present. Lot number:869761, manufacturing date:2011/06, expiration date:2014/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.